Event description:
The incorrect vertical brake gearbox was installed on the skylight gamma camera.

Manufacturer narrative:
A skylight system with a top-level model designation beginning with "2160" was retrofitted with a detector arm gearbox brake assembly beginning with "2161"(the correct assembly begins with "2160"). This incorrect part could lead to a sliding contact between the z-axis brake and the bolt heads which could result in a side load on the screws that secures the gear box assembly. The screws on the gearbox brake bracket could break. A field service engineer (fse) arrived at the site and confirmed that the incorrect gearbox brake had been installed. The incorrect gearbox brake will be replaced with the correct gearbox brake. (B)(4). Third day MDR mailed on (B)(6), 2010.